Event description:
It was reported that the patient presented to the emergency room with high impedance on the right ventricular lead. Oversensing noise causing inappropriate mode switch and insulation damage was also noted on the right atrial lead. Both leads were capped and replaced on (B)(6) 2025. The patient was in stable condition.